Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 102 mg/dl and 194 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 12 units of humulin r insulin as a result of the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the patient woke up with elevated blood glucose levels and ketones.